Manufacturer narrative:
An event of the device embolization to the main pulmonary artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes for device embolization include incorrect device sizing or positioning issue due to patient anatomy. Abbott requested further information on the case but did not receive any information. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code: code 1498 removed.

Event description:
It was reported that on (B)(6) 2023, a 4mm by 4mm amplatzer piccolo occluder (lot 8136093) was chosen for implant in a 5 week old, 1.05 kg patient to close a patent ductus arteriosus. During procedure, the device was not able to be released from the delivery cable. The device was removed and replaced with another 4mm by 4mm amplatzer piccolo occluder (lot 8264036). The second device was placed in the duct. Once the device was released from the delivery cable, the device embolized into the pulmonary artery and was not able to be retrieved. The patient was taken to open heart surgery to remove the device. The patient status was reported as recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.